Manufacturer narrative:
A ge rep evaluated the system and found the generator battery circuit breaker to be turned off. Ge rep turned breaker on, and system operates as intended.

Event description:
Customer reported, the system is displaying a precharge failure error. No pt injury was reported.